Event description:
It was reported that the six inch tube clamp was not clamping tight on the tubing on the roller pump. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) is trained and change out the tube clamp assembly. The investigator confirmed the returned tube clamp assembly did not meet design specifications. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.